Manufacturer narrative:
The sample was lithium heparin plasma that was centrifuged for 10 minutes. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse performed a diagnostic and a precision run and all results were within specifications. No clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accutni) result on one patient sample, and the result was reported out of the lab. Subsequent testing produced results in the normal reference range. A corrected report was issued. No reports of death, injury, or change to patient treatment have been reported in connection with this event.